Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: procedure date : (B)(6) 2022, event date : (B)(6) 2022, the surgery was an orthopedic surgery. Additional description : the event (the needles were detached) occurred when an epidermal suture was performed for the patient who cut the patient¿s hand with a chisel. Qty to be returned : 0 => 2. The following information was requested, but unavailable: please provide the lot number: event related to mw # 2210968-2022-10057 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2022 and suture was used. The needle was detached from the suture and this happened two times in a row. The event occurred when an epidermal suture was performed for the patient who cut the patient¿s hand with a chisel. These were not control release needles. The surgeon has used product for a long time and this was the first time something like this happened. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/4/2023. H6 component code: g07002 no device returned. Additional information: h6. The following additional information was received: qty to be returned : 2 => 0. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.